Manufacturer narrative:
Exemption number e2015055. Four (4) reported devices were received for evaluation. The reported events were confirmed with 2 devices; evaluation found that the devices had worn and corroded internal components. The reported events were not confirmed with 2 devices; the devices operated within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events of handpieces overheating. There was no patient involvement; no patient impact.